Event description:
It was reported that the translational segment of the plate disassembled during surgery. The "blue part of the plate snapped and broke off". It was suspected that the struts were not flush. All the broken pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
(B) (4). The plate was returned for evaluation. Microscopic examination of the implant reveals the ratchet spring pocket broke intraoperatively, suggesting over-extension of the implant. Additionally, the implant end component ratcheting catch feature material is plastically deformed, also suggesting overextension. A review of the device history records did not identify any nonconformance to specification.